Event description:
On (B)(6) 2025 - the patient was admitted to the hospital due to "having experienced elevated blood sugar for over 15 years, excessive thirst, frequent urination, dry mouth, weight loss, and left shoulder pain for half a year". On (B)(6) 2025 - after consultation by the medical rehabilitation department, the diagnosis was: left frozen shoulder. On (B)(6) 2025 - receiving sodium hyaluronate injection treatment. On (B)(6) 2025 - the patient developed skin itching and scattered rashes on the limbs and anterior trunk. A consultation with the dermatology department was requested to consider: drug eruption. The suspected drugs were discontinued, and anti-allergic treatment with compound glycyrrhizin, calcium gluconate, and desloratadine was initiated. The symptoms improved.

Manufacturer narrative:
This is a definitive report. This case was reported by a hospital to chinese authority, the chinese sales partner received it on 2026-01-08 and forwarded it to the manufacturer on 2026-01-09. The manufacturer confirmed receipt on 2026-01-13. No further information was provided by the reporter. The physician's causality assessment was determined as "possible". Company comment: manufacturer's causality assessment was determined as "possible" to our product; artz dispo, considering the time course of the events and the reporter's causality assessment.